Event description:
A report was received that the patient was explanted due to an infection at pocket site. The symptoms were redness and tenderness at the pocket site. The device was properly functioning. The patient was given antibiotics both oral and IV.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-35 serial#:(B)(4) model description:scs phiii ext 35cm model#:sc-3138-25 serial#:(B)(4) model description:scs phiii ext 25cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.